Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2500 ohms, no capture and no sensing on the atrial channel. A revision procedure was performed and the system was removed from service. No adverse patient effects were reported.